Event description:
It was reported that the patient had an infection. Symptoms of infection were pain and redness at the incision sites. The patient felt light headed and was feeling very cold with no fever. The patient underwent an explant procedure and was placed on intravenous antibiotics. The explanted devices were not returned to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation , upn: m365sc43180, model: sc-4318, batch: 27571331.